Event description:
Patient's representative reported "considerable pain in the area of the ribs and lungs", "Seriously concerned" and implants were defective and damaged. This record is for the right side. Device was explanted.

Manufacturer narrative:
A review of the Device History Record has been completed. No deviations or non-conformances noted.Complaint is of a legal variety and therefore no follow up can be requested. Reason for Reoperation: Rupture.This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.